Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had absence of audio. Customer blood glucose reading was 250 mg/dl. Troubleshooting was performed. Customer also reported no delivery alarm. The insulin pump did not beep during testing. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. The vibrator functioned properly.